Manufacturer narrative:
H3 - an intralase clinical applications specialist evaluated the device on 5/12/06 at which time the laser met specs and performed as intended.

Event description:
The intralase fs laser was used to create a corneal flap for bilateral lasik surgery. At approximately 2 days postoperatively the pt presented with severe diffuse lamellar keratitis (dlk) in both eyes. The physician performed a flap lift and rinse and obtained a culture, which was negative. The following day, although the pt showed signs of improvement, the physician performed a second flap lift and rinse as a precaution. The pt's preoperative bcva was 20/20 ou and the 1 month postoperative bcva is 20/25 and is still improving. The association between the event and the device is unk.